Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that the tablet was never able to connect. They had a co-worker bring them an extra tablet. No other info is known at this time.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for the call was the manufacturer representative (rep) was in the or trying to connect to an ins. The caller indicated that prior to calling, they had communicated with the ins using the clinician tablet, but then the tablet stopped connecting to the ins. Prior to calling, the caller had restarted the tablet. During the call, the caller attempted to connect to the ins with the tablet, and it displayed the ins serial. The caller selected the option to connect to the ins, and the tablet displays a message that says communication in progress, then goes to no device response message. The fluoroscope was active in the room, and the ins was on a prep table but not in the sterile package. The caller had someone place towels under the ins, and the tablet continued to display the no device response message. Technical services (tss) asked the caller to move the ins further from the table and the fluoroscopy. The caller attempted to have someone in the room move the ins and then disconnected the call. Tss was not able to get any other details from the caller. The issue was not resolved through troubleshooting. The rep called back and said they had moved away from the surgical table to try and connect to the neurostimulator. Tss had the rep reset the tablet and toggle the bluetooth, but each time, it found the neurostimulator but wouldn't connect. The rep even tried putting the communicator in a bag over the neurostimulator. The rep said they tried to connect to another neurostimulator which didn't work either, however the handset was able to connect to the neurostimulator. The rep said they confirmed the handset wasn't connect to the neurostimulator earlier. The rep got error 0x2a7ev66c, once when they tried to connect. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
PMA code.